Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt the stimulation sensation all night and did not sleep at all. They had drunk a lot of water, and were not getting anything out. They said the retention was worse that it was before they got the device. They had the device for their colon too, but did not think it would work for the colon because their colon had damage (no allegation related to device/therapy). They had turned stimulation off. It was reviewed how to turn stimulation on and increase to a comfortable level. They were able to have stimulation on and at a comfortable level. There were no device issues nor further patient complications reported at this time.